Event description:
A surgeon reported that a memory lens was implanted in a patient's left eye in 2000. The device was diagnosed opacified in 2003, with visual acuity reported as 20/100. The device was explanted and replaced the following day with excellent prognosis. No further information is available at this time.